Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: external contoller malfunction, pump drive unit malfunction, other component malfunction, specify.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: 8 inch shield retraction, red heart alarms.specific component(s) involved: external controller malfunction; pump drive unit. Malfunction; other component malfunction, specify.additional text: 8 inch shield retraction, red heart alarms; 8 inch shield retraction, red heart alarms.other component: 8 inch shield retraction, red heart alarms.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.